Event description:
A caller reported a malfunction with the pump, specifically that the screen went dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.